Event description:
Procedure type: hysterectomy. According to the reporter: the end stitch needle broke. Part of the needle was retained in the instrument. An x-ray exam of the pt detected a 4mm remnant of the needle. The surgeon was not able to physically locate the needle which now remains in the pt.

Manufacturer narrative:
(B)(4).